Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the 511sd had a hole in the seal at the end of the case. The trocar was a new mod22. There was no consequence to the pt.